Manufacturer narrative:
Philips service reloaded the software to restore functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc was stuck during boot, requiring software reload on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.